Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the ph ysician suspected an insulation failure between the anode and the cathode.